Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should also be noted that stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2011: creatine kinase muscle and brain (ck-mb)=10 ng/ml, normal upper limit 16. (B)(6) 2011: troponin I=0.47 ng/ml, upper reference limit 0.01. (B)(6) 2013: electrocardiogram(ECG)=no myocardial infarction. (B)(6) 2013: (ck)=55 u/l, normal upper limit 17.0 (B)(6) 2013: (ck-mb)=22 ng/ml, normal upper limit 24. (B)(6) 2013: troponin I=1 numeric value not available, upper reference limit 0.11. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 2.25x23mm xience v stent was successfully implanted in the proximal circumflex (cx) coronary artery. Post procedure, the patient experienced elevated troponin, greater than 5 times the normal upper limit. No treatment was reported and the patient was discharged home on (B)(6) 2011. On (B)(6) 2013, the patient started experiencing angina. On (B)(6) 2013, the patient was admitted to the hospital and an angiogram was performed showing 95% stenosis in the left anterior descending (lad) coronary artery. An unspecified stent was placed in the lad lesion and an unspecified intervention was performed in the proximal (cx). On (B)(6) 2013, the chest pain resolved without sequela and the patient was discharged home. No additional information was provided.